Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical products: revitan, distal part, curved, uncemented, 18/140; catalog#: 01.00406.118; lot#: unknown. Revitan, disassembly sleeve; catalog#: 01.00409.816; lot#: unknown. Revitan, disassembly instrument; catalog#: 01.00409.801; lot#: 05.161079. Revitan, rod for disassembly instrument, threaded; catalog#: 01.00409.803; lot#: 06.224533. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to instability of the hip. During the revision surgery the proximal part was revised and a different torsion of the neck part was adjusted. There was surgical delay of 60 minutes as the instrument could not be loosened.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Review of event description: it was reported that the patient was revised on (B)(6) 2021 due to instability of the hip with adjustment of the proximal part torsion. Review of received data: - x-rays: the provided x-rays were reviewed but not sent for further analysis as the revision op notes provide sufficient dictation of findings. - surgical report: the surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. - emails: provided information via emails identified that the surgery was completed for instability of the hip requiring an adjustment to the torsion of the proximal part. Product evaluation: - visual examination: the visual examination identified bone attachments on the articulation surface of both returned devices. It was also noted that the proximal component was mounted on the distal component with a 40 degree anteversion. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was revised on (B)(6) 2021 due to instability of the hip with adjustment of the proximal part torsion. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It is unknown if there are additional factors that contributed to the hip instability besides the proximal part torsion adjustment; therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).